Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/09/2024, that on 02/02/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 02/02/2024, it was reported that the patient experienced a skin reaction with an infection which occurred four days after the sensor had been inserted in the right arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed redness, inflammation, pimples, pus, abscess, and an infection at the needle puncture site. On 02/06/2024, the patient consulted his primary care physician who advised the patient to have the abscess drained and prescribed an oral and topical antibiotic medication. On 02/09/2024, the patient went to an urgent care facility and had an incision and drainage (I&d) with standard wound packing (ribbon gauze). The patient was discharged home on the same day with a different course of oral antibiotic medication and was advised to return the next day for wound care. The patient had two additional urgent care visits to re-pack and remove the ribbon gauze from the abscess cavity. The patient was in good condition and was healed at the time of report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.